Event description:
It was reported that a spectrum pump alarmed downstream occlusion frequently. They also stated that they were going to reset their alarms. The event happened during patient use at he 8th floor of 'cwn' building. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Catalogue # - a partial product code of 35700 was provided. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.